Event description:
During an esophagogastroduodenoscopy, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the balloon was advanced through the accessory channel of an olympus 190 scope. Physician asked to advance the wire and pushed the button and the wire would not advance. It seemed like the wire kinked up in the back end of the device. This device was removed from the patient and another of the same device was used to complete the procedure with no further complications. There was no reportable information at this time. Per evaluation on (B)(6) 2022, it was noted that the catheter was broken in 2 location near the distal end of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear poly bag. A lot number was not returned with the device. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the wire partially removed from the device and kinked in numerous locations. The blue catheter was found to be kinked in multiple locations with a 3 broken sections near the middle and distal end of the device. The catheter breaks were located at 39.7cm, 109.6cm and 181.3cm areas as measured from the distal tip of the balloon. The kinks were located at 129.4,cm, 129.5cm, 131.4cm and 131.9cm as measured from the distal tip of the balloon. The wire was kinked in multiple location and could be removed however not reinserted due to the bends in the wire. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the returned device was found to be kinked and broken. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available